Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended was recorded on this pacemaker. An atrial intrinsic amplitude out of range was also detected. The health care professional (hcp) requested a review of reports as the patient has had a worsening of heart failure symptoms. Technical services (ts) provided a review noting that there no stored arrhythmia episodes, and that there was a low right atrial intrinsic amplitude. Ts discussed that there was possible right atrial undersensing or could also be t wave on the right atrial channel. Ts was consulted and recommended further check with a boston scientific programmer. The hcp will device if an in person device check is desired. The right atrial (ra) lead is a non boston scientific lead. This pacemaker remains in service. No adverse patient effects were reported.